Event description:
A malfunction was reported without any notable events occurring prior to it, displaying an unresettable malfunction code. There was no adverse impact on the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and a replacement pump was provided to ensure uninterrupted insulin delivery. No additional information was provided regarding the confirmation of the old pump's serial number or the return of the problematic pump within ten days.